Event description:
It was reported to MFR that the vns pts magnet was broken. Further follow up with the treating physician revealed that the pt states that the magnet was no longer working to initiate magnet stimulation. It was also reported that the plastic casing around the magnet was cracked. The pt did have a second magnet that was functioning properly. A system diagnostic test was performed and the results were within normal limits ruling out of the generator as the problematic device. The pt has discarded the non-working magnet,and therefore analysis will not be performed on the device.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.